Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, had a dim display. During the internal inspection, the inverter board power cable was found burned and a burning smell coming out from the power connector of the inverter board. The power cable was broken from the connector when the inverter board was removed from the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler had a burning smell during the patient¿s peritoneal dialysis (pd) treatment. It was reported that this was the second time which the patient had used the cycler. The patient contact stated that it was a plastic burning smell and thought it may be coming from the plastic strip on the heater tray. The patient contact stated that the plastic strip was attempted to be removed, however was unsuccessful. At this point in time the technical support representative advised that the patient discontinue use of the cycler. Additional follow up was requested, however not provided. The device was returned and upon physical evaluation of the device, the inverter board power cable was burned.